Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the pocket site due to pocket being too tight. The patient underwent revision procedure wherein the pocket size was expanded. The patient was doing well postoperatively.